Manufacturer narrative:
Device evaluation of electrode belt has been completed on 10/16/24. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt ECG "d" cable was defective. The belt was unable to complete falloff testing. The root cause for defective cable could not be positively identified. No adverse event resulted from the damaged belt. Reporting the belt out of an abundance of caution due to incoming functional evaluation failure and awaiting engineering to complete investigation. The root cause of the functional failure is still under investigation. A supplemental emdr will be generated upon service report completion.

Event description:
A us distributor returned a belt and reported being unable to complete incoming functional testing. ************************************************************************************************************************** a us distributor returned a belt and reported being unable to complete incoming functional testing.

Event description:
A us distributor returned a belt and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Reporting the belt out of an abundance of caution due to incoming functional evaluation failure and awaiting engineering to complete investigation. The root cause of the functional failure is still under investigation. A supplemental emdr will be generated upon service report completion.